Event description:
Further follow-up indicates the patient had their ipg explanted and replaced. Effective therapy has been restored.

Event description:
It was reported the patient¿s ipg would not communicate with external devices. The patient also experienced a loss in stimulation. As a result, the patient is awaiting surgical intervention.